Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. During drain 3 of 4 there was an air detected in cassette warning. Fluid leaked from the cassette door. Fluid was discovered in the pump module area. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event. The patient let the cycler dry out and has been using it since with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.